Event description:
Reporter alleged obtaining discrepant blood glucose values of 288 mg/dl back to back with a result of 126 mg/dl when testing was performed 2 minutes a part on the aviva system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.